Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a ¿big knot¿ on their tailbone and ¿seems like it is coming from the thing back there¿. They stated that it hurt really bad and when they sit it hurts. The patient had call their doctor and they were told to turn the device off. Additional information received from the patient on (B)(6) 2019 reported that they went to their doctor on thursday where an x-ray was taken. The doctor told the patient on saturday that the x-ray showed the ¿wires were tangled¿. The doctor was to see the patient in 2 weeks. The patient stated that they were ¿hurting down their bad¿ and they ¿can¿t stand the pain¿. It was recommended to the patient to follow up with their healthcare professional (hcp) to discuss the next steps. There were no further complications reported or anticipated.